Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corner, broken reservoir tube lip, and missing o-ring from the reservoir tube. A test reservoir was installed and it didn't lock into place due to the broken reservoir tube lip.

Event description:
Customer reported via phone call, she had dropped the insulin pump and it cracked. The o-ring in the reservoir compartment on the insulin pump was cracked and the reservoir wouldn't stay in. Customer's blood glucose was 80 mg/dl. Customer stated the plastic around the top of the reservoir compartment, reservoir tube lip, was damaged. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.